Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found one bail cover is broken. (B)(4).

Event description:
It was reported sensitivity is out of specification at 18 mv (millivolt) and at 1 mv. Pwd reading at 9.41 milliseconds when tested at highest sensitivity (0.5) and at async. The device was returned for repair. There was no patient involvement indicated.